Event description:
Caller alleged discrepant inr results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 2.2; lab inr: 4.06. The time between testing was 1 hr. Therapeutic range was not provided for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.